Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 2 food boluses. Reportedly, the customer delivered an intended food bolus, however, did not notice that the first bolus had been delivered and subsequently delivered a second bolus. Customer¿s blood glucose level was 70 mg/dl. Customer declined to provide additional information.